Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 could not be completed due to the patient's anatomy. No patient harm was reported.

Manufacturer narrative:
No product was returned. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. The device passed all post sterile inspection checks.